Manufacturer narrative:
(B)(4). The reported condition of channel a failed an accuracy test was confirmed due to a defective pump head module. The pump head module was replaced to correct the reported condition. Additional information: this device utilizes user interface module master software version 5.09.92 categorized as remediated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
This is a report from baxter (B)(4) of a colleague infusion pump in which the channel a failed an accuracy test for volumetric infusion. The reported condition occurred during biomed testing. There was no patient involvement, no patient injury or medical intervention occurred.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter investigation, a follow up medwatch will be submitted. (B)(4).